Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep on 2018-oct-26. It was reported that 9 mg/ml hydromorphone at 1.8908 mg/day was being delivered and it was updated to 0.4322 mg/day, and 1 mg/ml ropivacaine at 0.2101 mg/day was being delivered and it was updated to 0.048 mg/day. The patient was due for a refill on 2018-oct-08 and missed his refill. The patient came in for a refill on 2018-(B)(6), but the patient and hcp had an argument so the hcp decided not to fill the pump that day. The pump was alarming and went empty. The rep met with the patient and hcp on 2018-(B)(6) for a refill. The hcp performed a roller study, which was successful and aspirated the catheter 1-2 cc¿s. The hcp then decided to fill the pump and stated he will continue to monitor the patient. The rep did not get the event logs for a specific date the pump went empty, but that the report from 2018-(B)(6) shows that empty reser voir occurred. Therapy was not intentionally discontinued. They reviewed the empty pump considerations of refilling and monitoring for volume discrepancy and efficacy. They could not do troubleshooting due to lack of access to product. The rep was redirected to follow up with the hcp to monitor the patient for volume discrepancies at future refills. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 9 mg/ml hydromorphone and 1 mg/ml bupivacaine, with unknown doses. It was also reported that 1 mg/ml ropivacaine was being delivered with an unknown dose. The reason for use was not reported. It was reported that the patient and doctor asked the rep to come to the facility yesterday ((B)(6) 2018) to interrogate a pump. Upon arriving, he mentioned that he believed the pump was alarming because of a low reservoir volume. He says the patient missed their refill on (B)(6) 2018. Interrogation showed the low reservoir alarm had occurred. The programmer showed 0 ml¿s. The doctor planned to do a rotor study, but he and the patient did not come to an agreement on a plan to move forward. There were no mentioned environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. Surgical intervention had not occurred and it was unknown if it was planned. There were no symptoms reported. There were no further complications reported/anticipated. Additional information was received from the patient on 2018-oct-19. The patient alleged the pump was alarming or beeping, and that "something was wrong with the pump" and he had to have a new pump put in. His reason for calling is because the pump is beeping constantly and noted that it beeps 4 times, every 10 minutes. The pump starting beeping on monday ((B)(6) 2018). He has a disagreement with the hcp (healthcare professional) and needs to find new doctors in his area that he can reach out to regarding the pump. The patient saw the hcp yesterday ((B)(6) 2018). The sound was not consistent with the pump alarms. They reviewed the non-critical alarm and critical alarms with the patient (played the alarms and described what each alarm meant). After the alarms were played, the patient noted that his beeping did not sound like either. Regardless, it was reviewed that it is strongly advised to follow-up with an hcp to get the pump checked. He had a stitch put in from the procedure for his current pump, which was located in his right rib. The stitch was about half an inch to a quarter in length and has been in him since the implant date of his current pump ((B)(6) 2016). They added that the stitch is not easy to detect, and yesterday ((B)(6) 2018), the hcp tried to pull that stitch out by hand without giving him any anesthesia. The patient ¿couldn't stand the pain¿ and clarified that it was very painful. (B)(4).